Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via (B)(6) transmission (B)(6) events were observed due to far field sensing issue. Reprogramming was recommended and patient will be monitored.